Event description:
It was reported that an ilet device exhibited an unresponsive touchscreen, with the display intact and not cracked, and the user switched to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status and temporary interruption of intended device use. Investigation included a review of the complaint details and plans for device evaluation upon return. Investigation of this case revealed that troubleshooting was declined by the reporter, and no additional on-device diagnostics were obtained at the time of the report. It was concluded that the device experienced a touchscreen responsiveness issue, and the cause remains undetermined pending evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.